Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 31st october 2017. Upon receipt, the device could not be powered on and the +ve terminal pogo pin was found to have failed. A closer inspection revealed that the pogo pin could only spring back partially into position. The failed pogo pin had resulted in an intermittent connection from the device to the pad-pak, resulting in the inability to power on the device upon receipt, the voltage fluctuations in the device memory and a low battery fail on the (B)(6) 2019. The user would have been alerted with a ¿warning, low battery¿ prompt alongside a flashing red status led, as per the reported fault. Undefined fault codes were also observed in the device memory, which would indicate the device had lost power during self-tests, due to the failed pogo pin. The faults could not be replicated with a new +ve terminal pogo pin. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event. It was alleged that the alarm sounds every 5 seconds. The device standby display blinks red.